Event description:
A malfunction alarm was reported with a code of malf 9, which occurred without any preceding events. There was no adverse impact on the customer's blood glucose level. The customer was instructed to switch to multiple daily injections (mdi) as a backup therapy and was informed on how to put the pump into storage mode before returning it. The pump was confirmed to be under warranty, and the customer was advised to return the faulty pump using a pre-paid label within ten days.